Manufacturer narrative:
Concomitant medical products: product ID: ddmb2d4, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product ID: 457453, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to a pocket infection. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.